Event description:
The patient is a (B)(6), female, admitted to the medical center on (B)(6), 2010 for laparoscopic cholecystectomy. The surgeon reported that the 5mm port used was leaking gas from the abdomen. There was no injury and no effect on patient care. The trocar was leaking co2 but it was leaking slowly and staff was able to keep up with it.